Event description:
(B)(4). Same case as: 2134265-2010-03919. It was reported that during a coronary stenting treatment procedure, the patient experienced dissection. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 100% stenosed, 2.5mm in diameter and 28 mm long. The target lesion was treated with predilation and placement of a 2.25x32mm and 3.5x12mm taxus liberte stent. During the procedure, a dissection occurred. A 3.0x16mm taxus liberte bailout stent was used to treat the dissection. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)